Manufacturer narrative:
It was reported to abbott, a patient experienced a loss of therapy. Diagnostics identified the entire left lead had high impedance e and could not be reprogrammed. The patient has admitted to having several falls at least 2 times a month for the last 6-8 months. Interventions planned were potential revision for fractured leads or complete removal of the full system. The patient decided to have the system explanted. Surgery is pending scheduling. Since a rep didn¿t need to be present during explant procedure the rep will not be notified of any procedure. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-02087.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6); batch: a000119452.

Event description:
It was reported that the patients experienced ineffective therapy for potential fractured leads. Surgery maybe scheduled to resolve issue.